Event description:
During the device evaluation, the sphincterotome's cover was peeled and the knife wire was exposed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found that it was handled a bit stiffer and the tube was buckling near the center marking. The clever coating came off the wire, however the wire alignment was found as per the original design. Based on the results of the investigation, it is possible that the following led to the malfunction: the distal side of tube was greatly curved when the slider was pulled excessively, which might have caused the distal side of the tube to buckle and the coated portion of the cutting wire came into contact with the metal tip of the endoscope. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use: "before use, prepare and inspect the instrument and a cord as instructed below. Should any irregularity be observed, do not use the instrument or a cord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforations, bleeding, mucous membrane damage, thermal injury and may result in more severe equipment damage. ¿ do not use excessive force to bend the distal end of the sphincterotome. This could damage the cutting wire. ¿ do not move the slider rapidly. This could damage the instrument. ¿ do not stretch the cutting wire too tightly. This could damage the instrument. ¿ the distal end of this instrument has been pre-curved. Curve the distal end further or in a different direction if necessary. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.